Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012684007 was returned and analyzed. Visual inspection was performed. No anomalies were identified during external visual inspection of the shaft and handle segments. During external visual inspection of the array segment, an inverted array was observed. Electrodes 4 and 6 were observed to be crush ed/damaged. Electrodes 2, 3, 4, and 6 were observed to be displaced. An exposed electrode wire was also observed. Also, on the spiral array segment, the spiral array pebax tube was observed to be kinked and twisted. The guidewire was observed to be cut off at a di stance of 2.8 inches from the catheter tip. The printed circuit board assembly (pcba) chip was reprogrammed for functional testing. Performance functional testing with the generator could not be performed due to the condition of the returned catheter. The catheter/sheath compatibility testing could not be performed due to the condition of the returned catheter. In conclusion, the reported issues (inverted array and exposed wire) were confirmed through testing. The loop catheter failed the returned product inspection due to an inverted array, exposed electrode wire, displaced electrode, crushed/deformed electrode, and kinked/twisted pebax tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received indicating in the end, the ring electrode part was broken and that under fluoroscopy, no remains were found inside the patient body or the sheath. After removing the catheter from the patient body, the internal coil which corresponded to the ring was exposed.

Event description:
It was reported that during a pulsed field ablation procedure, the catheter array inverted. Attempts were made revert the array to its original shape without resolution. The catheter was retracted into the sheath, but the sheath "snagged" at the hemostatic valve making it difficult to remove from the sheath. The sheath and catheter were replaced which resolved the issue. After removal, the forceful extraction of the catheter from sheath resulted in the wire breaking. The wire was "cut off" in front of the array. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID 10fcc13 (lot: 0012672126); product type: 0629-flexcath sheath product ID psg100 (serial: unknown); product type: 3294-generator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.